Manufacturer narrative:
Investigation results: our quality engineer inspected the 8 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photos. Analysis of the sample showed that a foreign particulate was observed affixed to the inside of the syringe barrel appearing to be within the fluid path. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll tip bulk convenience pak - foreign matter. It was reported by customer that "debris in syringe.